Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The dovetail was replaced to resolve the reported event. The system was then and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Customer use/handling may have attributed to the reported event. However, with the information provided, this is unable to be determined conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a broken aberrometer mount resulting in mechanical instability. Additional information has been requested.